Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device could not be fired. The adjusting knob could not be rotated with the anvil attached. It was stiff to insert the battery, and when the battery was inserted, some kind of firing sound was heard. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 09/06/2022 d4: batch # 42a59 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. The device battery was received and demonstrated a bent contact corresponding to the left side of the device. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The device was dry fired 3 times to ensure there was no intermittency issue and each firing was completed successfully. Visual analysis of the bulkhead contacts of the device was completed and the left bulkhead contact was determined to be cracked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The would not fire condition could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Based on the damaged bulkhead contact and damage to the battery contact the battery insertion/removal issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/29/2022.